Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that had a power on reset (por) error code on their programmer, and their therapy has stopped. The patient stated that since their therapy stopped, they have been in a lot of pain. They noted the por was informational. At the time of the report, the patient successfully cleared the por and turn therapy back on. The patient was to follow-up with their healthcare provider if their pain doesn't resolve. No further complications were reported. The patient was implanted for spinal pain.